Event description:
Contaminated packs for case. The first extremity pack we found small black pieces on the medicine cup. This was before the patient entered the room. The pack was broken down and the entire setup was reset. For the same case, the patient was asleep and positioned. The 2nd extremity pack was in use when the scrub tech noticed black pieces on medicine cup and what appeared to be dried blood/red substance on the suction tubing while handing the suction to the surgeon. The team leader was called into the room. It was decided to quickly remove contaminated setup and reset the case. Both packs were the deroyal cmc extremity packs. Reference # (B)(4), lot #53457565. Both have expiration date 8/1/2022. The packing list and suction tubing were retained for quality but the medicine cups with black pieces were not saved.